Event description:
It was reported that during implantation of a bifurcated device, the physician experienced difficulties with wire wrap resulting in conversion to surgical procedure, and explant. Reportedly, during advancement of the bifurcated device, the physician unsuccessfully attempted to snare the contralateral limb wire, and performed multiple attempts by pulling the wire in and out of the end of the introducer sheath, and re-orienting the snare. After snaring the wire and advancing the bifurcated main body, it was noted that there was excessive wire wrap. The physician rotated the introducer sheath and the device main body and thought the wire wrap had resolved and continued advancement of the main body. Once the limbs were above the bifurcation, which was difficult to advance given the bi-lobed nature of aortic aneurysm and excessive angulation, it was noted the wire wrap was still present. Several unsuccessful attempts to rotate the device were performed, by turning the inner core; however, the device would not turn. This was felt to possibly be due to both, narrow distal aorta and extreme tortuosity binding the device. When the physician released the inner core, the inner core spun back outside the pt's groin. The physician unsuccessfully attempted to re-sheath the device, and it appeared the device had started to deploy. The bifurcated device could not be further repositioned or re-sheathed. The physician elected to convert to open repair, explanted the bifurcated device and concluded the procedure with success. The pt tolerated the procedure well. Additional info: the physician indicated this was a marginal endovascular case and conversion to open was a possibility, and not a failure of the device. The pt knowingly elected to attempt the endovascular approach.

Manufacturer narrative:
The device remains implanted in the patient hence, device evaluation could not be performed. Medical records were provided and reviewed by a clinical representative. Review of the medical records indicate that the physician experienced difficulties with wire wrap, resulting in conversion to surgical procedure, and explant. The most likely cause of the conversion to open repair is related to the patients anatomy, there were no product issues identified in the event. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar events. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional info becomes available.